Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 21-mar-2017 from the physician. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and after few days the patient experienced inflammation and loss of range of motion. No relevant medical history, concomitant medications and past drug were reported. On (B)(6) 2017, the patient received treatment with an intra- articular synvisc one injection, once, in both the knees (batch/lot: 6rsl032, expiration date: jun- 2019). On an unspecified date in (B)(6) 2017, the patient experienced swelling, pain and loss of range of motion (latency: few days). On an unknown date in (B)(6) 2017, the patient experienced inflammation (latency: few days). It was reported that the joint had to aspirated and cortisone was injected to calm the inflammation three days after the injection. Corrective treatment: cortisone for inflammation; not reported for loss of range of motion. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 04-mar-17, there were (B)(4) complaints on file for lot # 6rsl032: (B)(4) adverse event reports. (B)(4) would continue to monitor complaints to determine if a CAPA was required. Outcome: recovered/ resolved for both the events. Seriousness criterion: required intervention. Additional information was received on 04-apr-2017. Suspect product expiration date was added. Global ptc number and ptc results were added. Clinical course was updated. Text was amended accordingly.